Manufacturer narrative:
Model number/catalog number: 72404127 serial number: null batch/lot number: 0162411013 model/catalog description: control pump fgs iz.. Model number/catalog number: 72400024 serial number: null batch/lot number: 0165512007 model/catalog description: balloon fgs 61-70 cm. Product investigation: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the cuff that was the result of wear at a fold. The pump and balloon were not functionally tested due to the cuff leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A surgery was performed in which a new aus device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which fluid leak in the system was noted. It was further reported that the patient experienced mechanical issues with the aus due to saline solution not being present in the balloon. The patient did not experienced any additional adverse events and was doing okay after the procedure. No more information available at the moment. Should additional information become available, it will be provided. Product investigation was completed. The aus was visually inspected. There was a leak in the cuff that was the result of wear at a fold. The pump and balloon were not functionally tested due to the cuff leak. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404127 serial number: null batch/lot number: 0162411013 model/catalog description: control pump fgs iz. Model number/catalog number: 72400024 serial number: null batch/lot number: 0165512007 model/catalog description: balloon fgs 61-70 cm. Product investigation: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the cuff that was the result of wear at a fold. The pump and balloon were not functionally tested due to the cuff leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Product investigation: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the cuff that was the result of wear at a fold. The pump and balloon were not functionally tested due to the cuff leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 165512 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected.this complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A surgery was performed in which a new aus device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which fluid leak in the system was noted. It was further reported that the patient experienced mechanical issues with the aus due to saline solution not being present in the balloon. The patient did not experienced any additional adverse events and was doing okay after the procedure. No more information available at the moment. Should additional information become available, it will be provided. Product investigation was completed. The aus was visually inspected. There was a leak in the cuff that was the result of wear at a fold. The pump and balloon were not functionally tested due to the cuff leak. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 0162411013, model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 0165512007, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A surgery was performed in which a new aus device was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received in which fluid leak in the system was noted. It was further reported that the patient experienced mechanical issues with the aus due to saline solution not being present in the balloon. The patient did not experienced any additional adverse events and was doing okay after the procedure. No more information available at the moment. Should additional information become available, it will be provided.